Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 967 mg/dl dl and high ketones that a health care determined were dangerous and life threatening; cause of elevated bg cause was not known. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.